Event description:
It was reported that when an asymptomatic patient presented for lead repositioning due to increased capture thresholds. Lead dislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.